Event description:
Pt reported issue with pump. Pt has 1 working ; when turning on it turns yellow, green flashes twice and turns off; screen turns off dose/frequency: dose range: 1-300 ng per kg per min. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Pump not replaced. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.